Event description:
"During a lap procedure, the one jaw of the grasper broke off and fell into the surgical site. The procedure was changed to an open procedure in order to retrieved the piece. The patient's hospital stay was else extended due to the open procedure.